Event description:
It was reported that after an intracept procedure, the patient experienced severe sciatic pain. The patient was treated with gabapentin. No further information has been obtained despite good faith efforts.

Event description:
It was reported that after an intracept procedure, the patient experienced severe sciatic pain. The patient was treated with gabapentin. No further information has been obtained despite good faith efforts. Additional information was received that there was a possible pedicle breach, so gabapentin was used to treat the patient.

Manufacturer narrative:
Correction to first supplemental emdr in blocks g3, h2, h11: block g3: bsc aware date: 10jun2025. Block h2: follow-up report type: additional information. Block h11: additional MFR narrative: blocks a1 and a3 were updated.

Manufacturer narrative:
Correction to initial emdr in blocks b2 and d4.

Event description:
It was reported that after an intracept procedure, the patient experienced severe sciatic pain. The patient was treated with gabapentin. No further information has been obtained despite good faith efforts.

Event description:
It was reported that after an intracept procedure, the patient experienced severe sciatic pain. The patient was treated with gabapentin. No further information has been obtained despite good faith efforts.